Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had hardware low level failure thrice. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to discontinue the use of the pump and to revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device trace download confirmed hardware low level failures error. Problem isolated to the keypad.